Event description:
It was reported that balloon leak occurred. The patient presented with cancer compression of the left common iliac artery by a lymph node. Vascular access was obtained via the femoral artery and intravascular ultrasound (ivus) revealed almost 100% compression and stenosis, severe calcification, and moderate tortuosity. Following pre-dilatation with a 14x4 xxl balloon catheter, a wallstent was placed from bifurcation through common iliac artery. After deployment, it was noted that the distal edge of the stent had a small entry diameter. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation; however, the balloon got slightly caught on the stent strut and, upon negative pressure, blood came back to the indeflator. The balloon was removed fully intact, and the sheath was advanced into the distal end of the stent before advancing another 16-4/5.8/75 xxl esophageal balloon catheter. The procedure was completed successfully. No patient complications were reported.